Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a loss of communication between the transmitter and the insulin pump. No further details were given. The troubleshooting was performed and the products involved mmt-7020a, mmt-7020a, mmt-7841zn and mmt-1884 no harm requiring medical intervention was reported. It was unknown whether the customer would continue or discontinue use of the device and it will not be returned for analysis. No product return is required for mmt-7020a. No product return is required for mmt-7020a, no product return is required for mmt-7841zn, and the product mmt-1884 was returned.